Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter dissected the coronary sinus during a cannulation attempt. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A transvenous left ventricular (lv) lead was not implanted due to the dissection. An epicardial lead for left ventricular pacing was implanted at a later date.